Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse found that the cuvette wash and conditioner lines were crimped. The cse also found that there were bubbles in the lines and the reagent probe 1 (rpp1) was not seated correctly in the probe arm position. The cse trimmed and flared the tubing, performed a system wash and correctly seated the rpp1. The cse monitored the instrument for errors and there were none. The cause of the discordant, falsely elevated co2_l results on multiple patient samples is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant, falsely elevated carbon dioxide liquid (co2_l) results were obtained on multiple patient samples on an advia 1800 instrument. Additionally, negative values for calculated anion gaps were obtained. The discordant results were not reported to the physician(s). The samples were repeated, which resulted normal. It is unknown if the samples were repeated on the same instrument or alternate instrument. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated co2_l results.